Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation (a fib). No abnormalities were noted during the preparation of the sheath. Pump method was used to irrigate the sheath. During the procedure, it was mentioned that the blood was coming back. Thus, the sheath was replaced and the procedure was completed successfully. No air was noted in the patient, however, leak was noted in the sheath. No patient complication were reported. It was confirmed that the blood was back bleeding and when attempt was to aspirate the sheath, the air kept filling in the lines. Amount of blood loss was unknown as the sheath was replaced quickly. The device is not expected to be return for analysis.